Manufacturer narrative:
Failure analysis shows the reported problem cannot be reproduced with the returned patient interface. The reported problem cannot be confirmed. No problem with the returned patient interface can be identified. The root cause code was changed to inconclusive ¿ no problem found. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the product lot was reviewed. No abnormalities that could have contributed to this event were found. The associated lot was released based on company acceptance criteria. The root cause cannot be identified conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A facility representative reported lost suction. Additional information has been requested.